Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The wife of customer reported that the freestyle libre 2 reader will not power on with either button press or test strip insertion. As the customer was unable to obtain glucose results, the customer subsequently experienced a loss of consciousness and seizure. However, the customer reportedly did not require treatment from third-party, and no further information was obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on the returned reader. Visually inspected the returned usb/charging cable and no issues were observed. Date and time was set using returned cable connected to a known good reader. The returned reader, however, did not turn on with button, strip, or usb cable insertion. Connected reader to approved software and it was not able to recognize the reader. De-cased the reader and performed visual inspection, observed liquid contamination. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The wife of customer reported that the freestyle libre 2 reader will not power on with either button press or test strip insertion. As the customer was unable to obtain glucose results, the customer subsequently experienced a loss of consciousness and seizure. However, the customer reportedly did not require treatment from third-party, and no further information was obtained. There was no report of death or permanent injury associated with this event.